Manufacturer narrative:
Additional information: the lesion was highly calcified with minimal tortuosity and 85% stenosis in the left anterior descending artery (lad). There was resistance noted when advancing the device, due to the calcification. The maximum pressure used to attempt inflation was 6atm as it was stated that it was difficult to build up inflation pressure. There was zero inflation of the balloon. The same inflation device had been used successfully with other devices. The stent was not implanted and was retrieved from the patient's body without difficulty. The lesion was covered with another stent without issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues noted. Negative prep was not performed. It was reported that there were balloon inflation difficulties and the balloon could not be inflated. The patient is alive with no injury reported.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The device returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the exchange joint. The device returned with a tear to the material of the exchange joint, the material was torn distally along the inflation lumen. A kink was evident to the hypotube on device return; 1.5cm distal to the strain relief. A kink was also evident to the transition shaft; 106.5 cm distal to the strain relief. A kink was also identified to the inner member. The stent was present on the balloon on device return, no deformation to the stent or distal tip. No other deformation evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.